Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 6 possible lot #'s were provided based on the vendor lot. The UDI #'s for these lots are as follows: 894080:(B)(4); 894040:(B)(4); 894030:(B)(4); 894000:(B)(4); 893980:(B)(4); 275150:(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4: there are six (6) possible lots: 894080, 894040, 894030, 894000, 893980, 275150 a visual inspection was conducted on the returned twist drill. The twist drill shows sings of use including scratching on the drill base. The drill has fractured where the drill base meets the fluted drill portion. The fluted portion was not returned for investigation. Review of the supplier certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not requested as certs show 100% product inspection and hardness testing being conducted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip fractured during a procedure to extend the midface of the maxilla. The surgery was completed with another drill. There were no consequences or impact to the patient. It was reported that no further information is available.